Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0875b, implanted: 2013-(B)(6), product type: lead. (B)(4).

Event description:
The patient reported that the device became dislodged and it was exposed to the air, there was no skin over it anymore which occurred in (B)(6) 2015. It was also mentioned that patient had passed out or had an episode before having the new implantable neurostimulator (ins) put in (B)(6) 2015. It was reported nineteen days later that patient battery migrated up and out of the skin. The device was removed (B)(6) 2015 and patient was treated with antibiotics. The cause of the event was not determined. The patient outcome was reported as recovered without permanent impairment. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.